Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and no further episodes have been reported. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.